Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a month of implant, the patient presented with a fever and low blood pressure. An echocardiogram was performed, which revealed as pericardial effusion. Additional, a deep incisional surgical site infection was found. The patient was treated medically, but developed septic shock and subsequently passed. The patient was a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a tamponade shortly after implant. An emergency partial evacuation was required, and the patient stabilized.